Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1260 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
It was reported that the catheter presented rupture during the initial lubrication, at the beginning of the procedure, before inserting in the patient.

Event description:
It was reported that the catheter presented rupture during the initial lubrication, at the beginning of the procedure, before inserting in the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 3fr s/l per-q-cath PICC was returned for investigation. The PICC was received without the stylet. A functional test revealed a leak in the 3fr tubing at the distal end of the taper in the molded hub. The leak site was microscopically examined and a 1mm longitudinal split was observed on the external surface of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed that the extent of damage was greater on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿